Event description:
The pt was put under general anesthesia when the issue happened. The system was turned on after the pt was put under general anesthesia and the monitor was black. The monitor was not receiving power. Galil service advised the customer to check all the cables to make sure they were all plugged in. The doctor decided to attach another monitor against galil customer service advice. The new monitor worked for the first freeze/thaw cycle perfectly. The doctor then wanted to add another needle before the second freeze/thaw cycle. The needle was added and during the second freeze/thaw cycle, the monitor went down again. The system displayed an error message saying "not able to read the hardware." The case was canceled.